Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized in (B)(6) 2015 due to experiencing low blood glucose while sleeping at night. The customer refused to provide the details on the incident. She was calling to request a letter stating that her cable satellite would not interfere with the insulin pump's functionality. Customer had to hung up. Customer called back a few days later and stated she decided not to purchase the dish satellite and did not need the letter anymore.